Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: taxol dripped from loose connection. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple samples and three photos were provided for further evaluation. A visual evaluation was performed on the photograph, and one of the photos confirms the batch number. The other photos depict detachment at the patient connector. Unfortunately, due to the quality of the photograph, it is quite difficult to evaluate the possible cause of detachment. A visual evaluation was performed on the one hundred and seventy-six samples unused samples and no non-conformities were observed. Samples were functionally leak tested by attaching to the airline at 10 psi for 10 seconds and submerging the sample underwater with no leakages observed. Based on the evaluation results, the reported defect of leakage was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.